Event description:
It was reported that the patient complained that the system was not working properly so it has been decided that the patient should undergo a revision surgery to find the fault. The physician checked the prb and could not find any perforation so he checked the cuff. When he explanted the cuff and filled it with fluid it was a very visible that there was hole in the cuff where the system was loosing fluid. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient complained that the system was not working properly so it has been decided that the patient should undergo a revision surgery to find the fault. The physician checked the prb and could not find any perforation so he checked the cuff. When he explanted the cuff and filled it with fluid it was a very visible that there was hole in the cuff where the system was loosing fluid. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.